Manufacturer narrative:
Product evaluation: analysis found that when compared to the assembly drawing: visually, the shaft broke near the tip and there was evidence of oxidization / rust which would have resulted in the reported event. From tip to break the portion that detached measured 0.075¿ long. The area where the break occurred measured 0.024¿ in diameter which may result in a break if mishandled or misused. The sterilization process is eto (ethylene oxide) gas with a drying cycle therefore the oxidation / rust is not likely a result of a manufacturing issue. It is possible the oxidation was the result of storage conditions however it is more likely a symptom of use, likely exacerbated by saline solution. It was indicated the device broke after a few minutes of use. Wear marks were observed on the inner shaft just proximal to the head. The information most likely indicates that the shaft break was the result of excess torsional and / or axial loads. The instructions for use warns: do not use excessive force to pry or push bone with the attachment or tool during dissection; this could cause the tool to break.

Event description:
It was reported that the "trans nasal bit reported to work for a few minutes then head of bit broke and rust liquid came out of cannula. There was no patient or staff impact. They had a backup bit. Patient is recovering from surgery." It was confirmed that the tip was successfully retrieved by hand.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.